Manufacturer narrative:
Additional information provided: updated with a failure analysis evaluation. Updated section "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated results code to reflect failure analysis results of the faulty component.

Event description:
It was reported to philips that the device's battery was no longer charging. There as no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 0v. Upon installing the battery into a known working mrx without an external power source, the unit displayed a red x in the rfu indicator and the device subsequently failed to power up. After leaving the battery in a device for roughly seven hours, a battery capacity test was performed and two led indicators illuminated indicating that the battery was partially charged. The rfu indicator changed to a black hourglass and subsequent shock tests resulted in the delivery of successful manual shocks with outputs measured to be within a passing range. However, after twenty four hours, a follow up capacity test again resulted in no lit leds. When the battery was then inserted into a cadex charger, multiple failure messages were displayed on the screen and the battery failed to charge. Upon conclusion of the evaluation, it was verified that the battery was faulty and the component was scheduled to be returned to the vendor.

Event description:
It was reported to philips that the device's battery was no longer charging. There as no patient involvement.